Event description:
Customer reported presence of tubing bubbles. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event or any actions taken.